Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports: while pulling the lite glove above the op lamp lite handle the glove ripped at the side. No patient in op room. No person injured.